Event description:
A customer reported the battery percentage displayed remained stuck at 1%. There was no adverse impact to the customer's blood glucose level. The customer declined further assistance or transfer to another department.